Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the full face mask onto the pt. The mask is new to the market and many users are in the process of converting from an existing competitors mask to the nw mask, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher and paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have rec'd similar complaints and we are currently trending this at an occurrence rate of approx 0.054% worldwide for the past year.

Event description:
A medical center in the us has reported that the full face mask seal came apart from the mask shell. Based on similar complaints rec'd, we believe this to mean that the mask cushion of the full face mask separated from the mask frame. Apparently, as a result of the faulty product, the pt desaturated. The therapist replaced the mask and the pt continued niv therapy and was not subsequently intubated.